Event description:
It was reported that detachment of device occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. Inside the patient, after aligning the marker band, it was found that the closure device was detached from the core wire. The wds was removed and no patient complications were noted. The procedure was cancelled.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a watchman delivery system with the implant in the sheath. The implant was deployed during the lab analysis. Analysis of the implant, core wire, tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed tip damage (flattened). The core wire was observed to be connected (screwed into) the implant, and when the implant was deployed form the sheath, the implant was attached. Inspection of the rest of the device found no other damage or defect to the device. The reported implant detachment from the core wire was not confirmed.

Event description:
It was reported that detachment of device occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. Inside the patient, after aligning the marker band, it was found that the closure device was detached from the core wire. The wds was removed and no patient complications were noted. The procedure was cancelled.